Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the flash. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the screen went blank when performing fluoroscopy. No patient injury was reported.